Event description:
Apl valve set to minimum, failed to release airway pressure during spontaneous breathing during bag mode. Throughout procedure clinician had to release the airway pressure by removing rebreathing bag to prevent potential barotrauma to patient. Evac line was checked during procedure to verify there was no occlusion in line and was verified to be working correctly. Hospital bio med cleaned the breathing system and performed test and returned to service.